Event description:
A customer reported during a procedure the system shut down in its own and did not turn on. The surgery was completed with an alternate system with no harm to the patient.

Manufacturer narrative:
The company representative examined the system. The company representative noted a system message (sm) "battery is missing, disconnected or discharged". The company representative replaced a power distribution printed circuit board (pcb). The system was then tested and met all product specifications. There was no sample returned for evaluation and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).